Manufacturer narrative:
We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose (bg) rose above 13.9 mmol/l (>250 mg/dl) while wearing the pod between 25 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
No kinks or bends were identified on the exposed portion of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. No defects or deficiencies were identified during the investigation.